Event description:
It was reported that the dii controller had smoke coming out of the port. It is unknown whether the allegation was found during a surgical case. No harm has been stated. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The reported device, intended for use in treatment, was received for evaluation. There was a relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of "short circuit" error message and burnt smell was confirmed. Product failed functional testing with a short circuit error. Cause of errors is a shorted electronic component on the main digital pcb. Burnt odor was caused by a burned resistor on main pcb. Product passed functional testing with a known good main pcb installed. The complaint investigation has concluded the cause of the failure to be defective electronic components on the main digital pcb. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.